Manufacturer narrative:
(B)(4). One (1) modified rod holder [product code: 6983-29-158, lot no: bp050831] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture at one of the rod holder¿s distal tips. The fractured tip was not provided for analysis. The fracture analysis report indicated that the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting that the tip underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the rod holder¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report indicated that the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting that the tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep reported via voicemail: instrument broke during surgery. Complaint form sent. Per complaint form: surgeon was performing a removal of another company's hardware and performing a 2 level plif with depuy synthes hardware. While removing the other company's rod from the pedicle screws, the surgeon asked to use the rod holders from out set. While trying to remove the stryker rod, our rod holders broke at the distal end. The rod appeared to have still been held firmly in place by bone that had grown around the rod. There was a fragment of the rod holder that came off the rod holder. It was retrieved with no problem and ths surgeon obtained other rod holders to complete the removal. There was no appreciable delay and no harm to the patient. Everything else proceeded as planned and the case was completed with no complications.